Event description:
It was reported that the device had been explanted for medical reasons. The patient developed a cough a week following her switch on (i.e. 5 weeks post-op). A week later her mother noticed that she kept on tapping on her implant. On day of admission to hospital, the implant area was found to have developed into a boggy swelling which was full of purulent pus.

Manufacturer narrative:
Conclusion: the investigation did not reveal any failure mode of the explanted device that would have led to performance out of specification, whilst implanted. This finding is congruent with the medical reason for explantation as mentioned in the patient report. This is a final report.